Event description:
During a zephyr valve procedure for a lul, a zephyr edc 4.0 was used to size. Once inserted into the bronchoscope channel, it was noticed the sizing wings were sheared off making the product unusable. The sheared wing was retrieved. A 4.0j edc was used instead without issue.